Manufacturer narrative:
A ge service rep performed an on site investigation. The generator circuit breaker was reset. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system failed to fluoro. No reports of pt injury.